Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check therapy electrode alarms and adjust belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms, adjust belt messages) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolation to an open pulse wire in the cable connecting the distribution node and ECG "b." The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.